Manufacturer narrative:
(B)(4).

Event description:
It was reported that device's vibratory notifier could not be felt. When the clinic attempted to demonstrate the vibratory patient notifier, nothing could be felt. No further action was taken. The patient will continue to be followed normally. The patient was asymptomatic throughout the check.